Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Integrated insulin pump and continuous glucose monitoring (cgm) systems, also known as closed-loop systems, have a greater potential of improving glycemic control and reducing disease burden. Hybrid closed-loop systems such as the medtronic minimed 670g (medtronic diabetes, (B)(4) ) automatically adjust basal insulin delivery only, while the user manually programs meal and correction boluses. While closed-loop systems show these advantages over non-integrated systems, their performance is potentially limited by the relatively slow absorption of current rapid-acting insulin analogs which have a delayed onset and prolonged duration of action. Ultra-rapid-acting insulins which have an accelerated pharmacokinetic (pk) and pharmacodynamic (pd) profile could help minimize these rapid glucose changes and potentially increase the time patients spend in the target glucose range. However, their use with hybrid closed-loop systems must be evaluated, to ensure that the basal algorithm accommodates this accelerated pk/pd profile. Ultra rapid lispro (urli), another ultra-rapid-acting insulin, is a new formulation of insulin lispro with 2 enabling excipients (treprostinil and citrate) that facilitate rapid absorption of insulin lispro into the blood stream. The aim of this study was to compare urli to lispro with respect to the percentage of time with sensor glucose values within target range 3.9-10.0 mmol/l (70-180 mg/dl; %tir) when both were delivered by csii with the medtronic minimed 670g system using the auto mode feature. This was a double-blind, 2-period, crossover, randomized controlled trial evaluating the efficacy of urli compared with lispro in adults with type 1 diabetes on csii therapy using the 670g hybrid closed-loop system. The study included a 2-week lead-in period prior to randomization, followed by two 4-week treatment periods (with no washout between treatments) and a 2-week safety follow-up. Main inclusion criteria were age =18 years; clinically diagnosed with type 1 diabetes and continuously using insulin for at least one year; using csii therapy for =6 months; using a 670g insulin pump in auto mode for =90 days prior to screening; using auto mode at least 70% of the time per week during the 4 weeks prior to screening; hba1c =6.0% and =8.0%; and bmi =35 kg/m2. Patients were excluded from the study if they had hypoglycemia unawareness; experienced >1 episode of severe hypoglycemia within the 6 months prior to screening; had any emergency department visit or hospitalization due to poor blood glucose control (hyperglycemia or diabetic ketoacidosis) within 6 months prior to screening; had significant lipohypertrophy, lipoatrophy, or scars within subcutaneous tissue in areas of infusion; had an abscess at an infusion site within 90 days prior to screening; or used a total daily insulin dose >100 units/day, on average, over the 3 days prior to screening. At the start of lead-in, patients who were not using lispro were switched from their rapid-acting insulin analog to lispro unit-for-unit. Following the lead-in period, a 3-day pilot safety assessment was conducted at a single site for the first 10 patients randomized prior to expanding enrollment in the study. After evaluating patient safety (including episodes of severe hypoglycemia and severe hyperglycemia), it was determined to continue with the study. Eligible patients were then randomized 1:1 to 4 weeks of urli or lispro then crossed over to the other insulin for an additional 4 weeks. Assignment to treatment groups was determined by a computer-generated random sequence using an interactive web-response system and stratified by hba1c stratum at screening (=7.0%, >7.0%) and %tir over the 2 weeks prior to randomization (=75%, >75%). Throughout the study, patients used their personal 670g insulin pump and carelink personal software, and the study provided minimed reservoirs, mio infusion sets, contour next link 2.4 glucose meter, medtronic guardian sensor 3, and guardian link 3 transmitter. Patients filled their pump reservoirs from blinded vials with each infusion set change, and boluses were delivered at mealtime (0-2 minutes prior to meals) using the same bolus delivery speed used at screening i.e., standard (1.5 units/min) or quick bolus delivery speed (15 units/min). Patients were required to use the auto mode insulin delivery function as much as possible throughout the study, completing any actions indicated on the pump screen to return to auto mode, if exited. The pump reservoir and infusion sets were to be changed every 3 days unless a change was required due to a failure of the infusion set. Unplanned infusion set changes were documented in the patient¿s study diary. The primary endpoint was the percentage of time with sensor glucose values between 3.9 and 10.0 mmol/l (both inclusive), during the last 2 weeks of each 4-week treatment period. Key secondary endpoints included the mean sensor glucose value, percentage of time spent in auto mode per week, and the percentage of time with sensor glucose values <3.0 mmol/l (54 mg/dl) during the last 2 weeks of each 4-week treatment period. Analyses of adverse events (aes) included all data collected during the entire 4-week treatment period for each treatment regardless of investigative product (ip) use. There were no statistically significant differences between treatments in the mean time in target range for the daytime, nighttime, and 24-hour periods (all p>0.1). Both treatments achieved an average %tir >75% in the 3 time periods and resulted in %tir, as well as above and below range, that was within the targets recommended by the international consensus guidance on time in range. Mean sensor glucose was slightly higher with urli treatment with a least squares mean (lsm) difference of 0.17 mmol/l or 3.0 mg/dl (p=0.011) between treatments. Time in hypoglycemia with sensor glucose <3.0 mmol/l (54 mg/dl) was similar between treatments, but significantly lower with urli at sensor glucose <3.9 mmol/l (70 mg/dl) during the daytime (urli, 17.5 min [1.6%]; lispro, 26.4 min [2.4%]; p=0.002) and 24-hour period (urli, 22.1 min [1.5%]; lispro, 31.9 min [2.2%]; p = 0.009). While time in hyperglycemia was generally similar between treatments, urli resulted in significantly more time in hyperglycemia >10.0 mmol/l (180 mg/dl) during the nighttime (urli, 59.2 min [16.4%]; lispro, 50.3 min [14.0%]; p=) and 24-hour period (urli, 309.4 min [21.5%]; lispro, 287.2 min [19.9%]; p=0.002). For both treatments, the mean time spent in auto mode per week was above 90% (urli, 91.98%; lispro, 91.42%; p=0.557). The mean active insulin time was 3.4 hours for both urli and lispro. Overall, carb-ratio was similar between treatments, although a statistically significant difference was observed for the lunchtime carb-ratio: urli, 8.8 grams/unit; lispro, 8.4 grams/unit; p=0.036. The mean insulin dose (basal, bolus and total daily insulin dose; units/day) was similar between urli and lispro and remained relatively unchanged from day 1 to day 3 of infusion set wear. Similar ratios of bolus-to-total insulin dose were shown with the 2 treatments: 54.0% with urli and 54.2% with lispro (p=0.851). The insulin sensitivity factor did not change or show treatment differences in this study. No serious adverse events (including severe hypoglycemia), or discontinuations from study or treatment due to aes were reported in the study. The incidence of treatment-emergent aes (teaes) was similar between treatments (urli, 11 [26.2%]; lispro, 9 [21.4%]), with the most frequently reported being infusion site reactions. Overall, the mean time interval to infusion set changes was similar between groups (urli, 63.6 h; lispro, 64.5 h). However, a significantly higher rate of unplanned infusion set changes due to infusion site pain, redness, or swelling was seen during urli treatment compared with lispro: 0.12 versus 0.00 events/30 days (p=0.063). Unplanned infusion set changes due to an occlusion alarm and due to unexplained hyperglycaemia were similar between groups. Similar trends in rates of unplanned infusion set change by reason were observed across the 3 days of infusion set wear. Further improvements were seen with urli regarding postprandial glucose control in this study. Despite these improvements in hypoglycemia and postprandial glucose excursions, there was no remarkable improvement in time in range with urli and no obvious benefit of using this ultra-rapid insulin in the 670g system. It is likely that since the 670g algorithm modulates only basal insulin delivery, it may not be optimized for potential advantages of an insulin with an accelerated pharmacokinetic profile with which differential effects are seen primarily during bolus delivery. Generally, urli was well tolerated in this study showing a safety profile similar to that of lispro. The incidence of teaes was similar between treatments, with infusion site reactions being the most frequently reported. Although mostly mild in severity, these events led to a higher rate of infusion set changes with urli, translating to approximately 1 additional infusion set change every 8 to 9 months based on routine changes every 3 days. The incidence of infusion set changes due to pump occlusion alarm and unexplained hyperglycemia were similar between treatments, indicating urli was compatible with the 670g system.